Manufacturer narrative:
Continuation of d10: product ID psg100 (serial: unknown); product type: 3294-generator; implant date n/a; explant date n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field ablation, an error message was received indicating that there was an electrical current error. The catheter was removed and the electrode array appeared broken, with the interior of the catheter being exposed. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the pscc100 catheter with lot number 0012726938 was returned and analyzed. During visual inspection, the dual lumen was observed to be detached from the shaft. The printed circuit board assembly (pcba) chip was reprogrammed, and during functional testing, the generator terminated the therapy delivery due to system error 2000. Deflection testing (rotating the steering knob clockwise and counter-clockwise) was performed, and the distal catheter tip responded with approximately 170° rotation in both directions. No anomalies were observed. Despite attempts to soften the guidewire lumen with disinfectant, the slide control function remained stiff, limiting its full range of motion. Electrical continuity testing revealed an open loop on the wires of electrodes 1 and 7. During dissection of the shaft, the wires of electrodes 1 and 7 were observed to be broken. In conclusion, the catheter failed the returned product inspection due to dual lumen detachment from the shaft and a broken electrode wire observed in the shaft. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.